Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that an escape basket was used during an l flex urs procedure performed on (B)(6) 2020. The patient was admitted due to urinary tract infection and pain. Pain reliever and antibiotics were given to the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).